Manufacturer narrative:
(B)(4). D10: cat# 00877502801, lot# 3140845, bioloxâ® delta, ceramic femoral head. Cat# 110031009, lot# 65942436, 28mm i.d. 38mm o.d. Size c bearing. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately three years post-implantation, the patient underwent a hip revision due to multiple dislocations. The head and bearing were also found dissociated. Attempts have been made and no further information has been provided.